Event description:
Pca pump, delivering dose at will, when cord moved or jiggled. Nurse noting buzzing sound of pca pump administering dose without pt pushing button. Pt moved in bed hit cord. Taken out of service by nurses. Nurse then attempted to replace control cord to check if problem was the pump or cord. Cord noted as broken.